Manufacturer narrative:
(B)(4). Date of event- event date was not reported (unknown), therefore event date was entered using the manufacturer's awareness date. Report source - foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that revitan broke. A revision procedure has been indicated; however, no revision has occurred at this time. No further patient outcome provided. Additional information requested.

Manufacturer narrative:
Investigation results were made available. Additional: d1, d4, d6, d10, h2, h4, h6. Correction: b4, b5, g3, g6, h10. D10, concomitant device: revitan, proximal part, conical, uncemented, 85, taper 12/14, ref# (B)(4) lot#:2631993. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. No further due diligence required as all required information to support the conclusion is available or was already requested. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Only a x-ray picture is available. There are no further x-rays at hand to evaluate if a fracture of the implant can be clearly seen. No medical records available. The investigation did not identify a nonconformance or a complaint out of box (coob). A definitive root cause cannot be determined. There was a fa for ref (B)(4) for all lots initiated on 13.01.2017 (fa 2017-01 revitan pin breakage). Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer switzerland manufacturing gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.